Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the infection was reported as resolved after four days of antibiotic regimen.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information gathered, the cause of the post-operative complication cannot be determined. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. An intuitive surgical, inc. (Isi) medical safety officer reviewed the event and concluded that the patient in this report had a very delayed presentation of a surgical site (wound) infection that required additional treatment. Wound infections can occur from multiple possible sources. Most wound infections are seen in the first 5-7 days after surgery but are possible even several weeks after surgery as noted in this case. This wound infection was delayed significantly past the typical presentation but may still be related to the procedure. Morbid obesity, as noted in this patient, carries a higher risk of wound infection than observed in non-obese patients and may have been a contributing factor. The cause of the wound infection is unknown in this case. Based on the information provided in the summary of events, the wound infection in this case is possibly related to either the procedure or the device. Conclusive evidence is not provided. .

Event description:
A 59 year-old patient underwent a da vinci assisted malignant hysterectomy with sentinel lymph node biopsy and adnexectomy on (B)(6) 2024 for her endometrial cancer. The procedure was completed with no intra-operative complications nor da vinci device malfunction reported. The incision site was enlarged to retrieve the specimen due to patient's obese condition. T he patient was discharged on (B)(6) 2024 without any post-operative complications. On (B)(6) 2024, the patient was re-admitted to the hospital for a wound infection in the midline of the incision site. A re-operation of laparotomy was performed on (B)(6) 2024 for wound revision. The cell culture showed positive for escherichia coli, klebsiella pneumoniae, haemophilus parainfluenzae and bacteroides fragilis. The patient was discharged on (B)(6) 2024 with antibiotic medications.